Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "we have two complaints for the same product/lot number the sprayed on anticoagulant seemed ¿thicker¿ and more difficult to get missed with the blood. Observing many clotted samples."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: "we have two complaints for the same product/lot number the sprayed on anticoagulant seemed ¿thicker¿ and more difficult to get missed with the blood. Observing many clotted samples."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-30 h6: investigation summary bd received 200 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to additive abnormality or clotting were observed. Retention sample testing: five retention samples were visually inspected for the presence of additive with no issues being identified. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. Customer returned sample testing: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (additive abnormality/clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of customer and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for additive abnormality or clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to additive abnormality or clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10